Event description:
It was reported that on remote transmission high short interval counts were noted on the right ventricular (rv) lead. There was no noise, and isometrics could not produce oversensing. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: d354drg, implantable cardioverter defibrillator (ICD), (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 927 of 931 lifetime ventricular sic occurred since (B)(4) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.